Manufacturer narrative:
Log files were sent in for analysis. Pump reported to be returned, not yet received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that during the implant procedure, after start of the implanted pump, flow readings were low, shortly after the watts increased to 9 watts and flow to >10 liters per minute. It was reported that "occlusion of the outflow graft had no effect on readings". The pump was explanted and re-tested in wet test bucket with 5% dextrose. The pump showed good functioning and was re-implanted. The watts remained high with flows >10 liters per minute, though flow "came down slightly after that". The "patient was stabilized and the team went off bypass and administered protamine; then suddenly the watts went up, the pump alarmed and stopped. Team went back on bypass, explanted the pump and implanted a second pump". The "rest of the operation was event free. The surgeon reported that he felt that the second pump ran smoother than the first."

Manufacturer narrative:
Conclusion of investigation: the heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Pathology exam confirmed the presence of significant thrombus within the pump which would increase the power requirements resulting in the high watt alarms and which most likely led to the reported pump stop. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. No additional information will be forthcoming.